Manufacturer narrative:
The actual device has been evaluated. Testing performed has been unable to reproduce error mode reported during the rescue attempt.

Event description:
It is reported that during a rescue attempt the device delivered three shocks, advised shock, charged and then reported an error message and powered off. It is reported that the pt did not survive.